Event description:
While preparing to add 20% lipid IV bag #2 to infusing line, I noted that the spike and plastic area above the drip chamber were moist with fluids. I replaced the entire line of tubing and hung the new lipid bag without incident.======================manufacturer response for versasafe infusion set, versasafe infusion set; check valve; 2 split septum ports; vented/nonvented (per site reporter).======================awaiting response.